Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2025 it was reported the patient had pus colored fluid discharge in stoma site. Gastroenterologist was informed and prescribed oral antibiotics augmentin 1000mg or ceclor 750mg, after communication with patient's pathologist. Date of birth (B)(6) 1949.